Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that customer had high blood glucose level of 492 mg/dl. Mode of treatment for high blood glucose was unknown. It was unknown if automode feature was in use at the time of the event. Customer also reported that the insulin pump went dead after which customer switched battery and insulin pump came back on. Insulin pump will not be returned for analysis.